Manufacturer narrative:
(B)(4). Investigation findings - 4112 analysis of information provided by user/third party labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On 04/03/2024, the patient experienced a skin reaction with an infection. Prior to sensor insertion the area was prepped with antiseptic spray, alcohol swab, and a band aid. The patient developed redness, inflammation/swelling, abscess, and an infection at the needle puncture site. On 04/03/2024, the patient consulted a health care provider who prescribed an oral antibiotic medication (doxycycline 100 mg, two times per a day for 10 days). A the time of report the patient still had swelling at the insertion site. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.